Event description:
Customer reported the insulin pump has been alarming no delivery ever since she got the device. Customer stated her doctor did increase her insulin intake. Customer's blood glucose was 327 mg/dl. Customer reported the alarm was resolved with a complete set change and unable to troubleshoot. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.